Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Photos were received from customer alleging a defect. Upon visual evaluation of the photographs provided, the defect could not be observed. For that reason, the malfunction reported by the customer could not be confirmed. Batch record review results: lot: 9j04015 was manufactured on 09/23/2019 in the doyen a manufacturing line, with a total of (B)(4) mkus. On 03/sep/2021, a batch record review was performed to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom. The testing results were satisfactory and the process was run according to pi29-014. Therefore, no issues related to the defect were found in the documentation. On 03/sep/2021, a complaint search for lot: 9j04015 and malfunction code wnd-pmc9.6 / wnd-pmc9.06 primary pack (sterile products) has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed and this case is considered an isolated incident. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Manufacturer narrative:
Device 17 of 21. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the ¿hospital has found that the duoderm extra thin packaging for sterile packs are not sealed. This is used in theatres and have noted 21 pieces out of 40 they have checked are affected.¿ additional information was provided informing that ¿the product has not been used on a patient. Just to confirm, the theatre staff check packaging prior to putting on patients in theatre and the one they discovered wasn¿t sealed properly they removed, they then did a check of all boxes with the same batch and removed from shelves and checked on these which ones were affected." 21 out of 40 were not sealed properly.¿ photographs were provided by the complainant.